Event description:
The peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with enterococcus faecalis and a wbc count of 2542/mm3. The patient was diagnosed with peritonitis due to a break in asepsis during ccpd therapy on the liberty select cycler at home. It was explained the patient has difficulty with ambulation and dexterity which has been a detriment to safe pd therapy in the absence of caretaker in the home. The patient was prescribed intraperitoneal vancomycin at 1500 mg and ip cefepime at 1000 mg (frequency and duration not reported) to address the patient¿s infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) through a central vascular catheter implanted during this hospitalization. The patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2024 during this hospitalization. The patient is recovering from this event while awaiting discharge to home. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd therapy on an in-center basis upon discharge with no plan to return to pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with enterococcus faecalis and a wbc count of 2542/mm3. The patient was diagnosed with peritonitis due to a break in asepsis during ccpd therapy on the liberty select cycler at home. It was explained the patient has difficulty with ambulation and dexterity which has been a detriment to safe pd therapy in the absence of caretaker in the home. The patient was prescribed intraperitoneal vancomycin at 1500 mg and ip cefepime at 1000 mg (frequency and duration not reported) to address the patient¿s infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) through a central vascular catheter implanted during this hospitalization. The patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2024 during this hospitalization. The patient is recovering from this event while awaiting discharge to home. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd therapy on an in-center basis upon discharge with no plan to return to pd therapy.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy effluent. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s infection can be attributed to nonadherence to aseptic technique during pd therapy as reported by a medical professional. This is further evidenced by the presence of a microorganism that is part of the normal flora of human gastrointestinal (gi) and genitourinary (gu) tracts (2). Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.